Event description:
During a hip pinning, the tip of the screwdriver broke off. The surgeon was able to retrieve a portion of the tip, but small fragments were left in the patient. The surgery was completed successfully.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Manufacture date cannot be determined without a lot number. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review could not be completed without a lot number.